Manufacturer narrative:
The patient¿s expiration was reported under medwatch MFR report # 2916596-2016-01463. (B)(4). Approximate age of device ¿ 1 year, 5 months. (Calculated from the date when the system controller was shipped to the implanting center.) The event occurred at (B)(6). The evaluation of the returned system controller found that debris was inside the driveline connector, and would have prevented the driveline from properly connecting to the system controller. Throughout the log file retrieved from the returned system controller, the driveline disconnected alarm was active indicating that the system controller never operated a pump. Attempts were made to connect the returned system controller to a test pump; however, the driveline would not fully insert. Visual inspection of the system controller's driveline connector revealed debris inside the connector. Attempts to clean out the connector to reconnect the driveline were unsuccessful. The root cause for the debris inside the connector was not determined. Similar reported events of difficulty connecting the driveline to the system controller have been identified. Struggle/difficulty connecting the driveline is being investigated through the corrective and preventative action process. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient had expired, and that the patient¿s backup system controller was returned to the manufacturer for evaluation. Analysis of the returned system controller revealed the driveline connector contained debris, and would have prevented proper driveline connection to the system controller. Log file analysis of the primary system controller did not indicate that there was any attempt of a driveline disconnect to perform a system controller exchange. No additional information was provided.